Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center on 13 feb 2025; however, evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center where device evaluation was completed. An error code was found in the error log indicating the detachable li-ion battery was not charging due to a hardware fault. The customer's detachable battery was not returned with the device for the evaluation. A test detachable battery was used during the evaluation and the issue indicated by the error code could not be reproduced with a gold detachable battery. Evaluation determined the most likely cause for the recorded ventilator service required code in the error log was caused by the customer's detachable battery and that battery would require replacement to address the issue. Device preventive maintenance was completed and the device passed final functional testing.